Event description:
It was reported during implant, that the guide wire got stuck in the left ventricular (lv) lead and when the physician pulled away the wire stretched. The guide wire was removed and when it was returned to the manufacturer it was observed that the tip of the guide wire had broken off and was missing. Follow up determined that the hospital had not made any indication about the location of the missing tip or if it had been left in the patient. The lv lead remains in use. It was later reported the tip of the guide wire which broke stayed in the distal part of the vein. No further patient complications have been reported as a result of this event.

Event description:
It was reported during implant, that the guide wire got stuck in the left ventricular (lv) lead and when the physician pulled away the wire stretched. The guide wire was removed and when it was returned to the manufacturer it was observed that the tip of the guide wire had broken off and was missing. Follow up determined that the hospital had not made any indication about the location of the missing tip or if it had been left in the patient. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This guide wire model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This guide wire model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4): a proximal segment of 176.5 cm was returned and 3.5 cm were missing. The reported event was confirmed for the wire damaged when placing the lead. Visual inspection of the returned guide wire, revealed that the coil wire is stretched from the proximal solder joint. The coil tip is broken and missing. It was not possible to perform any physical measurements due to the damaged condition of the guidewire. Functional test are not necessary for this type of complaint.